Event description:
The user facility reported a 55 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was pump saturation issues. Ther pump was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the flow saturation issues has been completed. The device was not returned for evaluation. However, data logs were reviewed and confirmed the saturated flow as well as multiple high motor current pump pauses. The root cause of the saturated flow was unable to be determined as no product was returned for evaluation. The root cause of the pump stop was unable to be determined as no product was returned for evaluation. This report is being filed as part of a retrospective review of historical records.